Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was received with stripped battery cap coin slot. Unit had cracked case at the display window corners, reservoir tube lip, battery tube threads and missing end cap sticker.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 7 mg/dl at the time of hospitalization. Customer stated that she was unable to remove the battery cap from the insulin pump. Nothing further was reported.